Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Customer is in a psychiatric facility. The blood glucose reading at the time of the event was 560 mg/dl. Caller stated that customer has received manual injections for two weeks. The paramedics were called. The paramedics transported customer to hospital. Customer was transferred to a residential treatment facility and placed back on his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.